Event description:
It was reported that procedural delay was encountered. The target lesion was located in a coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. It took a while to try to cross the lesion which made the case go longer. No complications nor injuries were reported. No further information available.